Event description:
Analysis of returned generator, explanted due to suspected end of service, revealed a component failure that caused premature battery depletion due to excessive current drain. At the time of the initial report of suspected end of service, an analysis of programmed parameters and duty cycle indicated normal end of service. No adverse event was reported in conjunction with the premature end of service.